Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018, this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was found sitting in a chair, was "nudged" by the spouse and then slumped over. Cardiopulmonary resuscitation was done in route to the emergency room and the patient was pronounced deceased. The spouse requested interrogation by the clinic; however, the device has not been presented to the clinic. It was also reported the spouse overheard someone in the emergency department say, "the lead fell out." The leads remain in the decedent and the body was cremated. No other information is known at this time.